Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen, fentanyl, and bupivacaine (doses and concentrations unknown) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021. The patient presented for a pump pocket revision secondary to pump inversion, per notes from an outside provider who performed the revision surgery. Interventions that were taken included the pump being re-sutured into the appropriate position, resolving the event. The outcome of the event was noted as resolved without sequelae on (B)(6) 2021. The device diagnosis was pump inversion and the clinical diagnosis was not applicable. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021.